Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set leaked at the sight where the tubing connects to the hub. The following information was provided by the initial reporter: microbore tubing (bd maxguard extension set lot 22109447) had a leak at the sight where the tubing connects to the hub, furthest from patient.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of leaking at the hub connection could not be verified due to the product not being returned for failure investigation. Device history record review for model me2020 lot number 22109447 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxguard¿ extension set leaked at the sight where the tubing connects to the hub. The following information was provided by the initial reporter: microbore tubing (bd maxguard extension set lot 22109447) had a leak at the sight where the tubing connects to the hub, furthest from patient.